Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -12.0 into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was exchanged with an alternate lens due to the lens being implanted upside down and the problem was resolved. Reportedly there was no patient injury and the cause of the event is reported as unknown.